Event description:
Medline infant heel warmers failed to warm up once activated (three in total). Lot # vn20091a1. Materials management removed this lot number from both wp10 and wp11. Both units restocked with different lot number.